Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead was difficult to place due to the patient¿s torturous anatomy. Once a suitable position was found, the rv lead was placed but exhibited a high out of range pacing impedance measurement of greater than 3000 ohms and high pacing thresholds. The helix of the rv lead would also not retract properly so the physician assumed the rv lead had fractured. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.